Event description:
The physician intended to use the nonocross catheter. It was reported that the balloon would not inflate at the lesion site. The device was removed from the patient; it was observed that the balloon had ruptured. No intervention was required. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the nanocross elite 0.014in over-the-wire pta balloon dilatation catheter was received for evaluation the nanocross elite dilatation catheter was received within it shelf carton, and loosely coiled within its opened labelled pouch. No ancillary devices or cine images from the procedure were received for evaluation. The nanocross elite dilatation catheter was received with the balloon in a post inflation profile, not tightly wrapped or winged. Sanguine residue was noted within the balloon chamber. A kink in the inner guidewire lumen within the balloon chamber was noted. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: sanguine tinted fluid was observed exiting the distal tip of the catheter. After the fluid exiting the distal tip turned clear a 0.014¿ guidewire was loaded with ease through the distal tip and exiting the proximal hub of the catheter. A 10cc water filled syringe was attached to the inflation luer lock on the y-manifold to inflate the balloon chamber. The balloon chamber was able to be inflated but was unable to maintain pressure. A leak in the inflation lumen of the catheter was observed. A longitudinal puncture/tear in the inflation lumen was located approximately 80mm proximal of the distal tip of the dilatation catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.